Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the device had not yet been explanted yet, therefore resolution of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen and saline (unknown concentrations and doses) via an implanted pump for intractable spasticity. It was reported that they heard the pump alarm a couple of times last night and that it was the single tone alarm. The caller mentioned that the patient was having surgery on (B)(6) 2024 to have the pump explanted. It was reported that the patient was told to "let it run" until their surgery. Additional information was received from a healthcare provider (hcp) reporting that the patient's weight at the time of the event was 77kgs. It was reported that the planned surgical intervention was because the patient desired the pump to be explanted due to baclofen adverse effects and ineffectiveness. It was reported that the pump had only saline in it and was near empty.